Event description:
Per the clinic, the patient experienced massive swelling at the implant site, poor retention and developed an infection. Subsequently, the patient was hospitalized (specific date not reported) for a duration of one week and treated with oral antibiotics (specific date and duration not reported); however, the infection not subside and continued to treat with IV antibiotics (specific date and duration not reported). Eventually, the patient was placed under general anesthesia and underwent revision surgery on (B)(6) 2026; in order to reposition the device. The implanted device remains.